Event description:
Customer reported a motor error alarm. The blood glucose reading was 141 mg/dl. She stated that the insulin pump was not exposed to a strong magnetic field or MRI. She reported that the alarm occurred while changing the reservoir and that all of the basal settings were lost. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received stuck in a motor error alarm loop during the bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The occlusion and excessive no delivery alarm tests could not be performed due to the motor error alarm. The insulin pump passed the reset error test. No unexpected reset or restart or display anomaly was noted. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.